Event description:
It was reported the patient alert sounded for rv lead impedance greater than 1000 ohms. The impedance was noted to fluctuate between 425 & 1200 ohms. It was later reported the pacing impedance spiked to 1800 ohms, then back to baseline of 400-600 ohms. About two months later, it again spiked to 1726 ohms. The patient received 4 shocks, but they were due to arrhythmias. Additional information was subsequently received reporting high impedance & some oversensing, but no inappropriate shocks. The physician turned off detection & therapies for vf, fast vt, & svt, in 2008, & kept the vt zone active, but therapies off, for monitoring purposes. The lead will be further evaluated if the patient developes symptoms. It was further reported the lead was extracted, due to fluctuating impedances. A current fvt episode convinced the patient & md to have extraction done, so the device can be turned back on. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead in segments returned and analyzed. There is only one set of setscrew marks on the is-1 connector pin, and it is too proximal, which indicates the lead was not fully inserted into the device. Other: it was reported the patient alert sounded for rv lead impedance greater than 1000 ohms. The impedance was noted to fluctuate between 425 & 1200 ohms. It was later reported the pacing impedance spiked to 1800 ohms, then back to baseline of 400-600 ohms. About two months later, it again spiked to 1726 ohms. The patient received 4 shocks, but they were due to arrhythmias. Additional information was subsequently received reporting high impedance & some oversensing, but no inappropriate shocks. The physician turned off detection & therapies for vf, fast vt, & svt, in 2008, & kept the vt zone active, but therapies off, for monitoring purposes. The lead will be further evaluated if the patient developes symptoms. It was further reported the lead was extracted, due to fluctuating impedances. A current fvt episode convinced the patient & md to have extraction done, so the device can be turned back on. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Operational context contributed to event, impedance, high, oversensing.